Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous distal right coronary artery (rca) to the atrioventricular branch. After thrombus aspiration was performed with an aspiration catheter, the lesion was then observed via intravenous ultrasound (ivus). A 2.25 x 32 synergy¿ drug-eluting stent was then advanced to treat the lesion; however, resistance was encountered in the lesion area. The device was removed from the patient's body and it was noted that the edge part of the mounted stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.